Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported difficulty attaching the connector to the ilet system. The patient then used another connector from the same box, which resolved the issue. Blood glucose (bg) levels were not affected and no hospitalization was required. No long-term health effects were reported.